Event description:
Event description guidant received information that the patient with this pacemaker experienced syncope. The patient's physician suspected that this was due to a device malfunction, however, all testing of the device revealed normal function.